Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltv 1150 is showing hardware fault alarm. The issue occurred during patient-use. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: the root cause of the issue was due to defective fan assembly that is creating the non-conformance that causes the hardware fault alarm condition. The issue was resolved by replacing the fan assembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.